Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 10% stenosed lesion being treated was located in an unk non-calcified and severely tortuous artery. Vascular access was femoral. An unk drug eluting stent was implanted in the lesion. This 8x3.75 mm quantum maverick balloon catheter was used to post-dilate the stent. The balloon ruptured on the first inflation at 6 atms after being inflated for "a couple" of seconds. The device was removed intact. Post-dilation was completed with a different device. There were no reported pt complications. The pt is listed as "good".

Manufacturer narrative:
(B) (4)

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 10% stenosed lesion being treated was located in an unknown non-calcified and severely tortuous artery. Vascular access was femoral. An unknown drug eluting stent was implanted in the lesion. This 8x3.75mm quantum maverick balloon catheter was used to post-dilate the stent. The balloon ruptured on the first inflation at 6tms after being inflated for "a couple" seconds. The device was removed intact. Post-dilation was completed with a different device. There were no reported patient complications. The patient is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with excessive amounts of contrast in the balloon and distal outer. The device was soaked in a warm circulating water bath to loosen the contrast and allow functional testing to be performed on the balloon. After 48 hours of soaking in the warm water bath the device was still not able to be functionally tested due to dried contrast preventing the balloon from being pressurized. The device was visually, microscopically, and tactiley examined. There was no damage or abnormality found microscopically regarding the balloon. Though the burst could not be confirmed, it is possible that there was damage to the balloon or outer shaft that was indiscernable due to the as-received condition of the device. Damage was observed at the distal tip of the balloon catheter, the tip was flared. Visual and microscopic examination of the material surrounding the damage did not reveal any inherent deficiencies that would have contributed to the incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).